Event description:
Shortly after permanent implant the patient experienced symptoms of bilateral leg flexion with stimulation on. The patient was admitted to the hospital and evaluated. It was determined that the patient's leads have migrated. The patient will not be using stimulation until revision is performed.